Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the cable connecting the rear therapy electrode (te) and the distribution node (dn) was pulled from the dn strain relief, damaging internal wires. In addition, the ECG electrode c and d cable was detached. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. No replacement belt was required.

Event description:
During servicing of a (B)(6) male pt's electrode belt sn (B)(4) which was returned for an unrelated issue, a reportable problem was discovered. The cables were found to be damaged. A replacement electrode belt was not required.